Event description:
It was reported that the right ventricular lead pacing impedance was increasing and the patient alert triggered due to high impedance. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed high resistance/impedance. There were 2 patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011 and (B)(6) 2011. The weekly pacing impedance trend data showed an increase for min and max ventricular pace bi impedance from 1045 to 2964 ohms peak between (B)(6) 2011 and (B)(6) 2011.